Manufacturer narrative:
The DHR for this chair was reviewed; the chair met all specifications before distribution. A new actuator has been installed on this chair and it is working as intended. A similar recline actuator was sent to the supplier for analysis subsequently changes to their production process were made to ensure that tolerances are kept. Control measurements and documentation is made more frequently to make sure that their process is in control. This chairs actuator was not returned but the evaluation from the dealer corresponds with this type of problem. We have requested that the part be returned here and if subsequent analysis shows a different root cause the MDR will be updated. Dealer did evaluation of the part.

Event description:
The recline actuator had an issue which allowed the backrest to fall backwards with the client in the chair. The head rest of the chair hit a table. There were no serious injuries associated with this incident.